Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. Retained samples from the same filter lot were subjected to mechanical stress testing. All samples passed acceptance criteria. Review of device history records indicates that this lot of cap components met all specification requirements. There is no evidence to suggest that a manufacturing defect occurred. The exact cause of the filter leak and observed crack cannot be confirmed, however, it may be due to a random component failure, caused by exposure of the filter to high pressures over an extended period of time possibly from clotting, that may have occurred in the arterial header of the filter which led to a loss in filter integrity and the resultant leak. There was no patient injury as a result of this event. The user's guide includes the following warning "the risk of clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak. The device labeling is appropriate for the safe and effective use of the product.

Event description:
Patient information was requested but not provided by the reporter. It was reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. A crack was observed in the port of the arterial header approximately 24 to 36 hours into the treatment, resulting in an estimated blood loss of 30cc. No medical intervention was required.